Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during device interrogation, this right ventricular (rv) lead was found to be fractured. The health care professional (hcp) temporarily turned the lead off. However, recently, the patient experienced an arrhythmia but was advised that the lead will be replaced in a later date. Boston scientific technical services (ts) advised to contact physician and discussed high level of device operation. No resolution reached as of the moment as there was no additional information received. To date, the lead remains in service. No adverse patient effects reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an evaluation of this lead was performed. The lead returned was severed 80 millimeters (mm) from the terminal pin, proximal segment only returned. Set screw marks were noted on both terminals and deformed conductor coils along with tears in the ethylene tetrafluoroethylene noted right at the severed end. Terminal pin segment only-passed continuity testing.

Event description:
Additional information obtained from the field which indicated that this lead was surgically abandoned. No adverse patient effects reported.